Event description:
It was reported that the customer experienced a decreased blood glucose (bg) level of 23 mg/dl; cause was not known. Customer attempted to address the bg on their own by consuming glucose tablet but ultimately went to the emergency room (ER). Customer was discharged from the ER later that day with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to verify what type of treatment the customer received while in the ER, however, no response was received. Reportedly, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed glucose tablets to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.